Event description:
Patient had a transobturator taping. When the physician cut the excess tape away from the incision, and he was pushing the small tag left on the tape after cutting, he felt something and pulled out a clear plastic type collar. No one has seen this piece on the tape before. The size was 1/2cm by 1cm. Rep aware. He notified company. No harm to patient. Just a weird find.